Event description:
The lead was attempted to be removed electively. The j retention wire and distal tip could not be removed and remains in the subclavian vein. Explant method: intravascular, superior, femoral. Technique/tools: direct traction, dotter basket/snare. Complications listed above.